Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, heat damage to the input/output printed circuit board, which was observed during device investigation. Components on the input/output printed circuit board (I/o pcb) failed and showed burn damage due to an electrical short. The I/o pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump evidence of heat damage on the input/output printed circuit board was found. It was also reported there was no patient involvement.